Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
As per sales rep, patient's left hip was revised due to dislocation. Acetabular side was depuy. Changed depuy liner to a constrained liner, citation stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
As per sales rep, patient's left hip was revised due to dislocation. Acetabular side was depuy. Changed depuy liner to a constrained liner, citation stem.